Manufacturer narrative:
The device return is unknown. A supplemental MDR will be submitted if any updates become available.

Event description:
An event occurred on an unspecified date involving a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/remv microclave® clear, rotating luer stated that the IV (intra-venous line) separated resulting in a significant amount of blood loss. 20 gauge inserted to ac (antecubital fossa), extension set attached fluid hung and was running fine when nurse left the procedure room. Anesthesia entered the room minutes later and patient stated she was bleeding. The patient lost a significant amount of blood, but patient denied having any symptoms. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.